Event description:
Event description guidant received information that this patient presented to the hospital pacing at the maximum sensor rate (msr). The accelerometer feature was programmed to off and it was questioned whether this device was within the bounded population affected by the hermetic seal communication. The device was explanted, successfully replaced with a cardiac resynchronization therapy pacemaker (crt-p), and returned to guidant for analysis.